Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height 4 caused system cannot power on. The field service engineer resolved the issue by replacing half height controller board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had station overflow was not functioning. The customer reported that there was a 30 -minute delay in patient care. There were no adverse events or injuries reported based on this event.